Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that customer was hospitalized on (B)(6) 2017 due to high blood glucose. Blood glucose at the time of the admission was around 500 mg/dl. Before hospitalization, customer's blood glucose was around 400 mg/dl. The customer's parent stated that the customer was wearing the insulin pump at the time of hospitalization. Customer attempted to bolus from the insulin pump but had gotten a no delivery alarm. The customer was wearing the insulin pump during the hospitalization. Troubleshooting was performed and found a bent cannula. The customer did not mention if auto mode was in use. The insulin pump will not be returned for analysis.